Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had a fridge leakage. The boxes containing medication had been thoroughly soaked, and a solution or fix was urgently needed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator was leaking. A field service engineer inspected the unit and confirmed that the flow tube was not obstructed. Fans were operating properly, and no broken wires were observed. The clay around the wiring and the rubber seal around the door were both intact. Helmer was contacted for further assistance, and the issue was described to their support team. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had a fridge leakage. The boxes containing medication had been thoroughly soaked, and a solution or fix was urgently needed. There were no adverse events or injuries reported based on this event.